Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No motor error alarm noted. The insulin pump had unexpected restart error alarm after battery change due to broken solder joint interface board. No unexpected external ram error alarm during testing noted. The insulin pump had a scratched lcd window, cracked battery tube threads and cracked reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm, external ram error, motor error alarm, and no delivery alarm. The blood glucose at the time of the incident was 126 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.